Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1431701) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Event description:
The following information was reported: sheath got stuck, balloon pulled through the arteriotomy. 50/50 contrast used and still issue occurred. Manual compression was applied for about 15-20 minutes to achieve hemostasis. Additional information: there was resistance while pulling back. Vessel type: femoral vessel size: 6 /7 mm sheath size: 6f/7f.